Event description:
Pt states that number 5 - 3ml syringes were leaking remodulin during change and lost about half a vial of medication. Batch number of syringes: 217450-24. Patient did not have any adverse effects from this. Just a loss of medication. No other information known. Dose or amount: 136 ng/kg/min. Frequency: continuous. Route: sub q. Dates of use: (B)(6) 2012 to ongoing. Diagnosis or reason for use: pah.